Event description:
It was reported that: pt is complaining of pain and swelling in his left hip. Pt has been in pain off and on for a least six months. While pt had implant surgery on his right hip. Pt states that he had 30cc of fluid drained from his left hip. Pt reports that the fluid contained cobalt. Pt states that blood work done in september shows the cobalt level is 8.8.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.